Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced recurrence, adhesions, abdominal pain, and dyspareunia. Post-operative patient treatment included surgical revision. The device had been used with an unknown tacker concomitant devices: harmonic ace laparoscopic shears

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After implant, the patient experienced surgical revision, adhesions, abdominal pain, and dyspareunia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced recurrence, adhesions, abdominal pain, and dyspareunia. Post-operative patient treatment included surgical revision. Concomitant devices: harmonic ace laparoscopic shears.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: unavailable- no op-report. Name of procedure: unavailable- no op-report. Other relevant history: alleged injury of claimant: claimant has had a was surgical revision, adhesions, abdominal pain, dyspareunia.